Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that in addition to the straps not releasing immediately upon pressing the trigger the surgeon also indicated that the clips did not adhere to the mesh. Please clarify if there was an issue with the strap "clips" or in the surgeon's opinion was it the force the device was delivering to deploy the straps "clip" into the mesh/tissue? Provide procedure being performed: was procedure a hernia repair (yes/no)? Type repair - ie ventral, inguinal? Open or laparoscopic procedure?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, several handle pressures were necessary to release the clips but the clip did not fix the prosthesis. Another device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please confirm that in addition to the straps not releasing immediately upon pressing the trigger the surgeon also indicated that the clips did not adhere to the mesh. Please clarify if there was an issue with the strap "clips" or in the surgeon's opinion was it the force the device was delivering to deploy the straps "clip" into the mesh/tissue? The force the device was delivering was insufficient. Provide procedure being performed: a. Was procedure a hernia repair (yes/no)? Yes, b. Type repair - ie ventral, inguinal? Inguinal, c. Open or laparoscopic procedure? Laparoscopic.

Manufacturer narrative:
The strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the strap advancer component was found with bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended. No conclusion could be reached as to what may have caused the reported incident.